Event description:
It was reported that when the lead was removed, insulation damage and a bend in the lead were noted. No further information was provided.

Manufacturer narrative:
No medwatch form was received.